Manufacturer narrative:
Product complaint # (B)(4). This device was also subject of (B)(4) as the patient experienced adverse events on different days with the same device. Updated b7 patient medical history, g3, awareness date updated to 4/19/2022, h6 update clinical codes, h10 add cross reference note. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address instability. Femur inserted (B)(6) 2019, insert exchanged (B)(6) 2019. Femur and insert removed and converted to hinged prostheses as mcl was found to be incompetent. Cement is in hospital inventory so no record available. No surgical delay. Doi: (B)(6) 2019 - femoral. Doi: (B)(6) 2019 - insert. Dor: (B)(6) 2020. Right knee.